Event description:
It was reported that during testing at the manufacturer facility, the device was under delivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event.